Event description:
It was reported that a patient underwent a micro endoscopic discectomy procedure on (B)(6) 2014 and a drain was placed in a j shape inside the patient's body. On (B)(6) /2014, a doctor attempted to remove the drain in the patient's room. During removal, the tip of the drain broke off, and about 4cm of the drain remained inside the patient's body. The patient underwent a reoperation on the same day to remove the drain fragment. Currently, the patient is in stable condition.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual distal piece of drain was returned for evaluation. Upon visual inspection, the broken end was very indented and uneven. No conclusion can be drawn at this time. The device may have broke during the initial usage of the device. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.